Event description:
Related manufacturing ref: 3005334138-2018-00420. During an atrial fibrillation procedure, the introducer was skived when inserting the non-abbott needle for transseptal puncture. The non-abbott needle was inserted through the dilator but resistance was noted. The dilator was removed with the needle and plastic shavings were noted from the tip of the dilator. Another sheath was used with the non-abbott needle and the same issue occurred. A brk needle was used with another sheath and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of skiving and needle insertion difficulty was confirmed. Skived material was visible at the distal end of the dilator. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulties and skiving is consistent with the incorrect use of the device.